Event description:
This report summarizes 2 malfunction events where a midwest phoenix handpiece would not hold burs. No injury resulted in any of the events.

Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of 1 device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer. Evaluation of 1 device found chuck wear, lack of maintenance, and lack of lubrication. The device was cleaned of debris and the turbine was replaced and the device was properly lubricated. The device was repaired and returned to the customer.